Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with an elevated white blood cell count. An echocardiogram revealed vegetation on the right atrial (ra) and right ventricular (rv) leads. The entire cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to the infection. The system was replaced with a leadless implantable pulse generator (ipg). Blood cultures tested positive for methicillin-resistant staphylococcus aureus and the patient was administered antibiotics. No further patient complications have been reported as a result of this event.